Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the shock impedance on this implantable transvenous defibrillation leads was out of range. No adverse patient effects have been reported.